Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date it was reported that the patient experienced redness, exudate, break down around the stoma site, and dark blood from stoma site. It was reported that the patient was being reviewed daily for stoma management at the medical clinic. It was reported that the patient was treated with oral amoxicillin and flucloxacillin to which the patient developed an unspecified reaction. The patient was prescribed oral keflex for stoma site.